Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. No unexpected audio/vibrate anomaly /absence of alarm. Device received with cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via reported via phone call that act button was sticky or unresponsive. Customer¿s blood glucose was unknown. Customer stated that insulin pump had chipped battery compartment or breaking apart, crack around battery compartment and alarm volume has decreased where customer misses alarms. Insulin pump will be returned for analysis.